Event description:
It was reported that the anesthesia workstation's lifting column was not fastened to wheelbase. There was no patient involvement. Manufacturer's ref. #: (B)(4).

Event description:
Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
Investigation of the reported event has been completed. The lifting column is mounted to the wheelbase in the production. According to the working instruction, the lifting column is secured by mounting 4 screws with washers from the underside of the wheelbase and tightening them with the specified tightening torque of 17 nm. Our conclusion is that the cause of this issue was a manufacturing failure (operator failure).